Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the noisy image is due to a damaged charged coupled device (ccd) unit. Regarding the foreign objects on the light guide lens, the identity of the foreign material and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a noisy image and foreign objects on the light guide lens. There was no patient involvement.